Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were hospitalized due to hyperglycemia on (B)(6) 2019 with the blood glucose level of 375 mg/dl. Customer was treated with the anti nausea medicine, intravenous fluids, insulin. Customer experienced the symptom such as vomiting. Customer stated that the auto mode feature was not active. Customer also reported that the insulin flow block alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.